Event description:
The customer reported that the insulin pump is displaying 18.2 units of insulin left when the reservoir does not have any insulin. The customer stated that the device did not alarm low reservoir when there is less than 20.0 units left. Troubleshooting was performed. Advised the customer to a replacement of the insulin pump will be sent and to revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test as a result of a motor encoder signal being out of phase. However, the device passed the prime and basic occlusion test. Further testing could not be performed due to the displacement failure.